Manufacturer narrative:
In this case, reporting and capture are being done conservatively, as the patients were implanted between 2009 and 2021 in which device availability in the united states was limited. No additional patient or procedural factors were provided that could help determine a root cause. The first day of the month and year of the date range was used as the occurrence date. Bibliography: valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography; d frumkin, m pietron, a kind, a brand, frontiers etal. 2022 - ncbi.nlm.nih.gov. Device will not be returned as it remains implanted in the patient.

Event description:
A single-center cohort was published in a european journal article, 'valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography'. The study was from july 2009 to july 2021 of patients undergoing transcatheter aortic valve implantation with sapien xt and sapien 3 valves. This report is for a 73-year-old-male who underwent a tavi implantation of a 26mm sapien xt valve, and the valve dislocated into the aortic root after loss of capture during post-dilation due to severe regurgitation. The final valve position was in the aortic root and was secured by a second 29mm sapien xt valve. A CT revealed no pathological findings.

Manufacturer narrative:
Update to h6 (device code, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The sapien 3 ultra was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging in the article was not relate to the reported event. The novaflex delivery system with the sapien xt thv IFU, device preparation training manual, and procedural training manual were review for guidance and instructions. The device preparation training manual provides guidance on loss of capture. Loss of capture can occur if sudden movement during deployment or pressure levels before balloon inflation are not confirmed. In addition, the training manual provides guidance on aortic embolization. During deployment, valve can migrate forward and embolize into aorta. Possible reasons are pacing stopped before the balloon fully deflated, and the valve not inflated fully immediately. Make sure valve is in stable position and if any concern, deploy palmaz stent inside valve to stabilize it and keep leaflets open. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve embolization into aorta and valve regurgitation were unable to be confirmed due to unavailable of relevant imagery or medical record. Due to the valve serial number was not provided, a presence of manufacturing non-conformance could not be determined. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. As reported, 'the valve dislocated into aortic root after loss of capture during post dilatation due to severe regurgitation and the final position was in the aortic root and was secured by valve-in-valve implantation of a second 29-mm sapien xt valve.' Per the instructions for use (IFU), regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiples procedural factors and patient factors can contribute to regurgitation, which are including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per training manual, 'rapid pacing: loss of capture' result in 'sudden movement during deployment'. In this case, loss of capture during post-dilation result in valve embolized from target location or into aorta. Due to limited information and unavailability of relevant imagery/ returned product, a conclusive root cause is unable to be determined at this time. In this case, available information suggests that procedural factors (loss of pacing capture) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU training inadequacies were identified. Therefore, no corrective or preventive actions nor product risk assessment are required.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report nos. This report is 1 of 4 being submitted for this complaint. Reference mfg. Report no. 2015691-2022-09120, 2015691-2022-09121, and 2015691-2022-09122.